Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. A complete lead was returned. Analysis found external insulation abrasions at 52.1cm-53.1 cm and 52.3cm-52.8cm from the connector pin, consistent with friction to the other device. The etfe coating was intact at these locations.